Event description:
During the procedure, air was aspirated when blood was drawn from the sideport. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, d9, g3, h2, h3, h6. One 8f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
This report includes an updated event description. During the atrial fibrillation procedure, air was aspirated when blood was drawn from the sideport. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. No air movement into the patient was confirmed. No additional puncture was performed when the introducer was replaced.